Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 7 states, "inadequate range of motion due to improper selection or positioning of components, lack of rotator cuff, and inadequate function of the deltoid."

Event description:
It was reported patient underwent a shoulder arthroplasty on (B)(6) 2009. Subsequently, patient was revised on (B)(6) 2013 due to a loss of range of motion. The humeral tray was removed and replaced.